Manufacturer narrative:
This report is submitted on march 5, 2020.

Event description:
Per the clinic, the patient experienced an extrusion of the electrode into the ear canal. The device was re-positioned, and the cholesteatoma was removed on (B)(6) 2020.